Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported seeing a power on reset (por) error code. It was an informational por. The therapy had stopped due to por. The patient reported that she was in the hospital in the middle of (B)(6) because she fractured a couple of her lumbar vertebrae and she needed to be sedated for an MRI. The patient confirmed that this was unrelated to the device. The patient reported that she wanted to turn her ins back on and when she went to do so, she saw a por. The patient cleared the por before being walked through how to do so. The therapy was turned back on and was adequate. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.